Event description:
Information received from the field notes that one day post implant, there was no capture in the unipolar configuration and intermittent capture in the bipolar configuration. Lead impedances were >2000 ohms in both configurations. The lead impedance at implant was approximately 940 ohms. After opening the pocket and finding that the lead was tight in the connector, the physician suspected perforation and successfully repositioned the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative